Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, getinge service has not been requested. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while supporting a patient the sys98xt intra-aortic balloon pump (iabp) generated a maintenance required code # 3 alarm. The iabp console was replaced without any issues. The original iabp console sent to the biomedical engineer. No patient harm or adverse event was reported.